Event description:
It was reported that the patient presented to the emergency room with dizziness. Upon review, the right ventricular lead and the atrial lead exhibited noise, sensing anomaly, clavicular crush, and possible can on lead insulation breach. Programming changes were made. Chronic pacemaker pocket infection was also noted. The device system was extracted on (B)(6) 2018. The patient was recovering.

Manufacturer narrative:
The reported events of ¿noise, sensing issue, clavicle crush, and lead body tubing damage¿ were confirmed. A partial lead connector segment of the lead measuring 59.2 cm was returned for analysis. Clavicle crush was noted at 23.5 cm from the connector pin. The outer insulation was not breached but the outer coil was fractured and separated at 23.5 cm to 31.5 cm from the connector pin. Other damages found were sustained during the surgical procedure.